Event description:
The device was used during an unspecified procedure. Reportedly, the safety shield did not retract. The hospital has reported no pt injury occurred.

Manufacturer narrative:
11/13/1998- supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 an h6. Device not available for evaluation.